Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, product ID: neu_unknown, product type: unknown.

Event description:
A patient reported a loss of stimulation. They stated they never knew how much the therapy helped until they were without it. The implantable neurostimulator (ins) turned off 2 week ago and their back and leg are killing them. The patient also reported they could not recharge because they lost their implantable neurostimulator recharger (insr) cable. A new cable was requested. The patient was not able to check the ins during the report. It was noted that the patient had previously requested a cable, specifically the ac power cord, and accidentally refused the package when it arrived. A new ac cord was sent. The ins indication for use is chronic low back pain/spinal pain.

Manufacturer narrative:
Additional review determined no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported therapy gradually hadn't been helping their pain for the past month, and they experienced a loss of therapy. There were no traumas or falls reported related to this issue. The consumer went to their pain management clinic on (B)(6), and were provided the manufacturer's representatives information to contact for an adjustment. It was noted the rep. Was scheduled to meet with the consumer on (B)(6) for an adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.